Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). No serial/lot numbers were provided; however, a device history record review was performed utilizing the associated devices sold to the customer. A device history review (DHR) was reviewed and no issues were found pertaining to manufacturing issues. No product sample was received for evaluation of the reports issue. However, a photo was provided by the customer for review. Visual inspection of the photo showed the pressure chambers from the older model number trauma towers had a shallower hinge and hatch. Due to the port geometry of the h1000 series cuffs allowed for the lower hanging of off-set port bags and full bladder-bag engagement when inflated. The root cause of the reported issue was unable to be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. No further actions are required.

Event description:
It was reported that an ongoing incident with level 1 h1200 rapid infuser pressure chambers not fully infusing packed red blood cell bags leaving about 60ml still in the bag that needs to be taken out and infused by squeezing the bag. The physician insists it is due to a change in product design. It has nothing to with the disposable d-series sets not working properly. No patient injury was reported.